Event description:
Upon finishing case, it was noted that the bovie tip had put hole in holster and two drapes. Final drape intact. Saved bovie plate, bovie, bovie tip, and noted machine number. Three holes could be observed in the electrosurgical unit (esu) pencil holster. Surgeon was using 120w for cut setting on esu but the blade still should have not melted through the holster even at a high setting. Pictures were taken and the electrode and holster and was sent in to covidien for evaluation and follow up. No problem was found with esu. The product information is covidien edge button switch pencil/holster ref# e2450h. Lot number is unknown. No harm to pt. Will track and trend.